Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The nurse, who prepared the device, noticed that the tip of the needle was broken. Then, the surgeon tried to locate the chipped needle in the joint. But he could not find it, so he finished the suture. He took x-rays and saw something like the lost needle. But he finally concluded that it was not the needle. When the surgeon explained the outcome of the surgery to the patient, he mentioned the following: the chipped needle may remain in the body. This event may unlikely result in harm to the patient. The patient understood the surgeons explanation. The device was brand new and the first use when the issue occurred. The backup device was used to complete the case. Additional information received on (B)(6) 2016: the surgery was delayed by 10 mins.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation revealed that the needle tip is broken, confirming this complaint. A definitive root cause could not be determined at this time, however, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.